Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : frayed recharger antenna. Cable insulation is frayed/peeling away on the connector cable. Recharge antenna failure. Stuck on checking the recharger screen. H9 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was going on for a while the recharger cord was threadbare and had wires exposed. On saturday the patient got a little shock of electrical stimulation in their hand when they stuck the programmer in their pocket and they knew it was warm and thin but they did not know that the wires were bared. A replacement recharger telemetry module (rtm) was sent out. Patient said the top button on the controller had not been working for it was telling them in the morning and in the afternoon because they could not change the date. Patient will wait until the replacement recharger to attempt to resolve the date and time. Agent reviewed the recharging cord could cause the controllers issues.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.